Manufacturer narrative:
The pump was returned with the driveline severed approximately 7.5 inches from the pump housing and the severed portion of driveline was not returned. Upon disassembly of the returned pump, examination of the distal side of the inlet stator revealed a large, denatured thrombus ring adhered to the inlet bearing cup. The thrombus ring appeared to have evidence of laminated layering, which is an indication that it developed over an undetermined time while the pump was operating. Examination of the blood tube/rotor inlet section revealed contact marks on the inlet section of the rotor, which indicates that the thrombus ring was covering both the inlet bearing cup and ball while the pump was in operation. Examination of the proximal side of the outlet stator revealed a non-laminated deposition situated adjacent to the outlet bearing ball. The lack of laminated layering suggests that the deposition did not form in the outlet stator. Although its origin and duration of time for which the deposition was present in the pump cannot be conclusively determined, the lack of circumferential contact marks on the outlet bearing cup, indicate that the depositions were not present in the outlet stator for an extended amount of time while the pump was operating. The thrombus found in the pump could have potentially contributed to the reported elevated ldh. The thrombus formation would have also created additional resistance on the spinning rotor, potentially contributing to the reported power elevations. Examination of the pump bearings, rotor, and blood-contacting surfaces under a microscope revealed no abnormalities that would have contributed to the formation of the thrombus. The pump underwent cleaning, reassembly, and functional testing under loaded conditions using a mock circulatory loop. The retrieved data revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process. The pump operated as intended. Thrombus and hemolysis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
It was noted that the explant date on the initial medwatch report was incorrect.

Manufacturer narrative:
The pump exchange referenced in this section was reported under medwatch MFR. Report # 2916596-2017-01490. (B)(4). Approximate age of device ¿ 4 days. The explanted pump was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) (B)(6) 2017. It was reported on (B)(6) 2017, that power elevations were occurring, and the patient¿s lactate dehydrogenase level (ldh) was 567 u/l. The patient also had a previous pump was exchanged due to thrombus on (B)(6) 2017. The patient¿s ldh decreased after the previous pump was exchanged and then steadily elevated. An echocardiogram was performed; however, the visualization was poor. The left ventricle and aortic valve were not well visualized. It was reported that the aortic valve opens minimally with lvad support. The patient has been on a heparin infusion and maintained on full aspirin. The patient¿s pump was explanted on (B)(6) 2017, and another manufacturer¿s pump was implanted. No additional information was provided.